Event description:
An engineer reported a system message was displayed indicating a cassette needed to be inserted even after the cassette was in the machine. The procedure was canceled after the pt had received a local anesthetic. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system, cleaned the fluidics module, and replaced the cassette type printed circuit board (pcb) and vent stinger. Preventive maintenance was performed. The system was then tested and met all product specifications. The cassette type pcb is returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).